Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that fatal error has occurred. A technical support specialist, purged the device data base from 9gb into 7gb to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es station shows error message 'fatal error'. The customer stated that the malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this incident.